Manufacturer narrative:
User reportedly had the hand brakes engaged, and as they stood up to release the brakes, the rollator allegedly moved. The consumer thinks that it was a new unit but cannot confirm this. She received the unit as a gift from her neighbor. No serial has been provided to properly identify age. Product has not been returned for evaluation at this time, so it is unknown if a malfunction occurred or if other factors such as misuse or abuse, or lack of maintenance may have caused or contributed to this incident. MDR filed based on alleged serious injury.

Event description:
The consumer was in the kitchen and placed the brakes in the locked position. As she stood up from the table to release the brake, the rollator allegedly moved with the brakes in the locked position, causing her to fall and break her left wrist.